Manufacturer narrative:
Evaluation results: the cadd administration set was returned for investigation in used condition. The device was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. Delamination was found in one join of the filter with the tube. Leak testing was performed using hydrostat. During the test, the water passed through the filter for 5 minutes. No leaks were found. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Foreign report source: (B)(6). (B)(6).

Event description:
Information was received indicating that a smiths medical cadd administration set was leaking at the filter by the intravenous line. No adverse patient effects were reported.